Manufacturer narrative:
(B)(4). Batch # p93e6j. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled and it was found that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that when the surgeon was doing a r lap hemicolectomy, the working element was damaged during use and was unable to function. On first visual inspection, the tips look frayed. No patient consequence reported.